Event description:
Consumer alleges shower chair seat cracked during use resulting in a scratch to his leg. When he was sitting on the chair, it cracked in the center of the seat and he reached back and caught himself. Did not seek medical attention. Just used band aids and bandages. Scratch is approximately 4-5 inches long.